Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a battery indicator seems inaccurate was not confirmed or reproduced during product evaluation. However quality engineering identified failure code 199:117:284:0000 to be the determined condition. The root cause of this condition was assigned to depleted main batteries. The main batteries were replaced to correct this condition. This issue has been escalated to CAPA. A service history review revealed that this device was not previously serviced for the reported condition. However during previous service the main batteries and harness were replaced.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a reported condition of "battery indicator seems inaccurate." It is unknown when this condition occurred in the general patient ward. This event may have interrupted delivery. According to the hospital representative, no patient involvement, patient injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.